Manufacturer narrative:
The device was received fully deployed. All attempts to download the returned pods data was unsuccessful, all three batteries were measured to have lower than expected voltages. Without data, the cause of the reported needle mechanism failure could not be determined. No damages were observed on the needle mechanism, which was reset and redeployed successfully. The investigation could not determine the cause of the low battery voltage. No damages, tears, or leaks were found in the fluid path. No problems were found with the pod during the investigation that would cause fluid leaking during wear. The received device was received with the adhesive pad fully attached to the bottom housing. No damages or deficiencies were observed that would contribute to an adhesive failure. A root cause for the reported adhesive failure could not be determined.

Event description:
It was reported that the patient¿s blood glucose rose while wearing the pod between 1 and 4 hours. After realizing elevated bg levels, the patient found the cannula had not deployed as intended and leaking was observed. The pod was not worn. As treatment, the patient placed a new pod.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.4 operating system: 18.6 hardware: iphone17.3 cgm sensor type: g7 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.